Event description:
It was reported that the atrial lead dislodged and p-wave sensing was not detected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.